Event description:
Info rec'd indicates the head section has come out of the pivot slides causing the head section to bend.

Manufacturer narrative:
The technician replaced the head section weldment, extrusion slide and head sensor to repair the bed.